Event description:
Caller alleged discrepant results with inratio meter versus lab. Patient was at lab and tested 2.0; a couple days later, they tested with the meter and inr = 3.7. No adjustment to coumadin level. In 2009, caller performed another correlation test. Patient's inratio = 2.8 and the lab = 2.2.

Manufacturer narrative:
The inr values of 2.0 (lab) and 3.7 (meter) were not evaluated because of the time elapsed between the tests; caller had stated that the meter test was performed a couple days after the lab test. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter: 2.8; lab: 2.2; mean: 2.5; confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Devices associated with the complaint were not returned. No corrective action is required as no product deficiency was established.